Manufacturer narrative:
The pump was received with no dents, wrinkled keypad or cosmetic damage noted.

Event description:
It was reported that the customer's insulin pump was damaged. She received a replacement insulin pump with a dent in between the arrow keys. The key board looked liked it was put on crooked. Her blood glucose level was 120 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.